Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer is reported to have blood glucose of 44 mg/dl. Treatment of low blood glucose not reported. Customer originally called to have belt clip replaced. No further information provided.